Event description:
Family member reported patient having experienced their stimulation would turn off and turn back on during their pain trial with a boston scientific product. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).